Event description:
It was reported that through remote transmission, inappropriate auto mode switch episodes were observed due to far field r-wave oversensing. The atrial lead was sensing the ventricular pace after the ventricular event. The patient experienced shortness of breath. The patient was brought into clinic and programming changes were made. The patient was stable after the event.